Manufacturer narrative:
Additional engineering analysis: the 011-mc3370 sets microclave was disassembled and the internal components were analyzed. The report documents the following component issues were found: the top of the spike was missing; the silicone seal showed top surface tearing and coring. Additionally there was a puncture in the side wall of the silicone seal where the remnant of the spike had protruded. The report noted this type of component damage is typical of access with an incompatible mating device with a male luer inside diameter smaller than 0.062". This type of damage has also been observed /replicated when accessing the microclave with some types of small inside diameter glass syringes. Mfg. Lot build record review: a review of the mfg. Lot database for the reported lot# 2870375 (mfg. Date 06/2014) (B)(4) units were mfgd., tested, inspected, and released. There were no exception documents generated during the lot build. Findings: engineering analysis of the returned 011-mc3370 device set confirmed the reported leakage/flow issues. The root cause(s) were attributable to various component damages that occurred due to use of incompatible mating/access devices. The 011-mc3370 device sets labeled directions for use (dfu) identifies the compatibility requirements for mating/access devices.

Event description:
Intl ((B)(6)) complaint received concerning leakage/flow issues with use of 011-mc3370 pressure infusion set w/microclave clear. The initial information (as translated) reports "...the patient has benefited from his IV and his rinse, no problem at that time. Twenty (20) min after we see blood on the patient rather important, then the blood coagulates in the extension and there been no more flow." The device set was removed and replaced with no further problems encountered. Device return: one (1) used 011-mc3370 device set was returned. Although requested the involved mating/access devices were not returned for analysis. Visual analysis (pre/post decontamination) of the "as-received" 011-mc3370 set recorded the sets microclave connector silicone plug was recessed. The report noted the set was heavily occluded with dried/discard blood. Post decontamination visual evaluation recorded additional component damages to the sets microclave connector. The report documented a portion of the connectors spike was protruded through the side of the silicone seal.